Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this lead was surgically abandoned unknown reasons and it was replaced with a lead that has similar functionality. No additional adverse patient effects.